Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the deflection mechanism on the catheter was broken and the catheter was stuck in a curve position. The catheter was removed from the patient without any difficulty and the case was completed by replacing the catheter without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)